Manufacturer narrative:
The evaluation revealed the drill to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Traces of wear found on the inner side of the teeth / cutting edges and extent of wear on the cutting edges (blunt tips) indicates that most likely the instrument was operated under significant angulation over the k-wire. The appearance (structure) of the breakage surfaces, the course of the breakage line and the absence of plastic deformation at the rim of the breakage surfaces suggest that the device broke in fatigue manner due to overload. The case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It is reported by the nurse of the hospital, that the crown drill is split at the crown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the crown drill is split at the crown.